Manufacturer narrative:
Results: the ruby coil sr wire was fractured and the proximal constraint was detached from the embolization coil. The ruby coil was stretched and contained offset coils. The introducer sheath contained coagulated blood inside. The penumbra investigator attempted to flush the introducer sheath of coagulated blood. The penumbra investigation then successfully removed the embolization coil from the introducer sheath by using a demonstration mandrel to advance the coagulated blood and embolization coil through the introducer sheath. The ruby coil was damaged and the pusher was not returned for evaluation. Conclusions: evaluation of the returned ruby coil revealed a coil detached from the pusher assembly and a fractured sr wire. The introducer sheath was returned with coagulated blood inside. If continuous flush is not used during a procedure, blood may backflow and coagulate on the device. If blood coagulates on the device, it will likely result in difficulty advancing the embolization coil. If a device is forcefully advanced or retracted against resistance, the sr wire may fracture. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital staff removed the ruby coil from the packaging hoop and flushed it. However, when they were trying to re-sheath the ruby coil into the introducer sheath, the embolization coil detached from the pusher assembly. The damage to the ruby coil was found prior to use. Therefore, the ruby coil was not used in the procedure. The procedure was completed using a new ruby coil.